Event description:
Patient fell at home. The doctor completed a frozen section. The hip is infected. Doctor had to complete a orif of right femur and put antibiotic spacers in.

Manufacturer narrative:
Additional devices listed in this report: catalog # 6721-0635, lot # 43890905, description: size 6 accolade ii 127 deg; catalog # 6260-5-028, lot # 43737302, description: 28mm -4 v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the hospital retained them. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a uh1 bipolar was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided information indicated that: radiology confirms the presence of a greater trochanteric fracture around the accolade stem with minimal dislocation. No clinical details available about further evolution of case. In this infectious complication no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications that became evident during orif for a pp fracture after a fall of the patient. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient fell at home. The doctor completed a frozen section. The hip is infected. Doctor had to complete a orif of right femur and put antibiotic spacers in.